Manufacturer narrative:
Terumo has obtained the actual device that was used and visual inspection confirmed that there was a cut in the gel strip of the cuvette. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out of box, the cuvette had a cut in the gel strip. There was no pt involvement as this occurred out of box.